Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "arcing." The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. Black char marks were present at the grip base. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of the grips or conductor wire damage was observed. The electrical continuity test passed. The instrument was placed on the system for additional testing. The bipolar energy cord was successfully connected to the generator and instrument. Energy activation test was then conducted on the system and no loss of power, and no energy leakage were observed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was arcing when it was used with the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the site's robotics coordinator (roco) stated that the fbf instrument was arcing when the mcs instrument was being used near the fbf instrument. The monopolar cord was not connected to a bipolar instrument. The integrated erbe electrosurgical generator unit (iesu) was being used at the time of the arcing event. The cut and coagulation settings were set at 3. The fbf instrument was in use for less than 15 minutes prior to the arcing event. The surgeon was cauterizing with monopolar energy when the arcing event occurred. The fbf instrument had a small burn mark on the top end of the ceramic after the arcing event. The surgeon does not know what caused the arcing event. There was no injury to the patient.